Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant medical products: mentor memorygel, 325 cc silicone. Breast implant, cat#: 3503251bc, sn#: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with mentor memorygel, 325 cc silicone breast implants which the report indicates that patient has rippling on her right side on her cleavage. She still aches a bit and it comes and goes, and she doesn't know if it¿s because she is still healing. It's like she had a dull shock pain and it aches a little bit after implantation. The issue has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).